Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event cannot be conclusively determined with the available information. However, the events in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and other patient related factors. The subject device is not available for evaluation due to infection. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this 23mm aortic pericardial valve was explanted after an implant duration of 14 years due to degeneration and endocarditis leading to regurgitation and stenosis. The patient underwent a root reconstruction with a bio-bentall, therefore a valve of a bigger size was required. A valve model 25mm 3300tfx was implanted in replacement. The patient was doing well post procedure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this redo avr procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this 23mm aortic pericardial valve was explanted after an implant duration of 14 years due to unknown reasons. A valve model 25mm 3300tfx was implanted in replacement. No other information was provided.